Event description:
Sigma pump alarmed twice during shift with message "system error" shut down, and then restarted without warning. Many of the other pumps alarmed constantly throughout the shift with "upstream occlusion" and "air in line" messages.